Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was used during a colorectal case and when the device was removed from the patient cavity, the insulation near the jaws was found to be melted. There was no reported patient injury.